Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported left side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, h6. Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported left side capsular contracture baker grade iii. The device has been explanted.

Event description:
Physician reported left side capsular contracture baker grade iii. The device has been explanted.

Event description:
Physician reported left side capsular contracture baker grade iii. The device has been explanted.